Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system aspiration pump max 110 (pump max). During the procedure, the pump max stopped working; therefore, it was disconnected. The procedure was completed using manual aspiration. It is unknown if there was any adverse effect to the patient.

Manufacturer narrative:
Results: the fuses were removed from the power inlet and one of the two was blown. The pump max was plugged in and did not power on. The fuse was checked and it was noticed that one of the two were blown. The blown fuse was replaced and the pump was powered on and functioned without an issue. Conclusions: evaluation of the returned pump max revealed that the fuse was blown. During the functional test, the pump max was plugged in an attempted to be powered on; however, the pump did not power on. The fuses were removed from the back of the pump max¿s power inlet and it was observed that one of the two fuses were blown. After replacing the blown fuse, the pump was able to power on and product vacuum pressure within specification. The pump housing was opened by the penumbra investigator and there was no visible damage; therefore, the root cause of the blown fuse could not be determined. The blown fuse likely contributed to the pump shutting off during the procedure. Penumbra pumps are visually inspected and 100% functionally tested during incoming inspection by quality. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.